Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during on-site investigation by our field service engineer (fse). The fse found that the control printed circuit board, expiratory channel printed circuit board and pneumatic back-plane printed circuit boards were damaged due to liquid contamination. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Pneumatic back-plane printed circuit board is interconnecting board including connectors for cables to the gas modules as well as to the safety valve and to the o2 sensor/cell and the temperature sensor. Expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Most probable cause to the contamination is ingress of liquid humidity. According to information provided by technician a liquid related to saline solution entered from the top of the machine but further circumstances about the source of the liquid are unknown. It was concluded that the issue most likely was related to use error/environmental issue.

Event description:
Manufacturer's ref. #: (B)(4).